Event description:
The facility reports the pt was being lifted out of the bed. When the lift was straightened out away from the bed, the clip for the legs came unhooked and the pt fell out of the sling onto the floor, suffering a one-inch long laceration to the back of their head, requiring eight stitches.